Event description:
The fse reported that the system failed to boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.